Event description:
The customer observed falsely decreased alinity I estradiol results which questioned by the physician on multiple patients from multiple specimens. The results provided were: on (B)(6) 2024 patient 1 sid (B)(6)=9596.4 pmol/l /repeated= 11705.3 pmol/l; second specimen sid (B)(6)=1872.3 pmol/l ; third specimen sid (B)(6)=13230.6 pmol/l patient 4: sid (B)(6) initial= 2259.9 pmol/l /repeated on (B)(6) 2024=4361.6 pmol/l on (B)(6) 2024 patient 2 sid (B)(6) initial= 4296 pmol/l /repeated=4779.5 pmol/l; second specimen on (B)(6) 2024 sid (B)(6) initial=2773.1 pmol/l /repeated=8476.2 pmol/l on (B)(6) 2024 patient 3: sid (B)(6) initial=6117.8 pmol/l /repeated on (B)(6) 2024=5476.4 and 6625.4 pmol/l; second specimen on (B)(6) 2024 sid (B)(6) initial=734.5 pmol/l /repeated=1077.5 pmol/l and 11930.5 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Updated information in section d4 primary UDI number. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I estradiol reagent lot: 54137ud00. The ticket search determined that there is as expected complaint activity for the likely cause lot 54137ud00. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of the alinity I estradiol reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median patient results for the lots for nonreactive results are comparable with other lots in the field confirming no systemic issue for the lots. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the labeling addresses the customer¿s issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I estradiol reagent lot: 54137ud00.

Event description:
The customer observed falsely decreased alinity I estradiol results which questioned by the physician on multiple patients from multiple specimens. The results provided were: on (B)(6) 2024, patient 1 sid (B)(6) pmol/l /repeated= 11705.3 pmol/l; second specimen sid(B)(6)=1872.3 pmol/l ; third specimen sid (B)(6)=13230.6 pmol/l. Patient 4: sid (B)(6) ,initial= 2259.9 pmol/l /repeated on (B)(6) 2024=4361.6 pmol/l on (B)(6) 2024 patient 2 sid (B)(6) , initial= 4296 pmol/l /repeated=4779.5 pmol/l; second specimen on (B)(6) 2024 sid (B)(6), initial=2773.1 pmol/l /repeated=8476.2 pmol/l .on (B)(6) 2024 patient 3: sid (B)(6) , initial=6117.8 pmol/l /repeated on (B)(6) 2024=5476.4 and 6625.4 pmol/l; second specimen on (B)(6) 2024 sid (B)(6) initial=734.5 pmol/l /repeated=1077.5 pmol/l and 11930.5 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid = (B)(6). . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.